Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, concomitant medical devices and therapy dates, base station device, november 15, 2023. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4). Unknown this event was inadvertently reported as a base station device under mwr-17112023-0001519623 and is now being reported under mwr-27112023-0001524618.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that after making all resections and trialing, it was decided to downsize from a size 7 to 6 attune femur. After adjusting the settings, the clinician proceeded to make posterior condyl and posterior chamfer cuts. The clinician then moved to the anterior cuts and the saw blade was airballing by 3 to 4mm. The clinician changed to manual. There was an unspecified delay in the procedure. It was reported that this device was being used with a base station device. There was patient involvement. There was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the log files for this event were reviewed. During evaluation it was found that the investigation confirms the reported event of the femur implant transitioning from size 7 to 6. The pointer tool was not utilized to measure any of the resected cuts, so over/under resection cannot be assessed. The most probable root cause is the user downsizing the implant which may have inadvertently contributed to the over resection of the anterior cut plane leading to the saw blade floating above the new resection plane. There were no defects found with the system and software. The assignable root cause was determined to be due to the user.